Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported a pt had a universal total wrist implant (previously implanted on an unk date by a different surgeon in (B)(6)) that would need to be revised. When the pt's wrist was (surgically) opened, a 'black material' was discovered. The pathology report revealed a foreign body reaction. There was a 30 minute delay in surgery due to the vast volume of black material that needed to be removed. The black material extended to the body of one of the carpal plate screws. An x-ray taken prior to the revision revealed that a acutrak (acumed) screw was placed behind the carpal plate (from the initial surgery).